Event description:
It was reported that approximately three weeks after implant, the pericardial effusion was noted and cardiomegaly was observed as both the atrial and ventricular lead were suspected to have perforated. X-ray indicated that the lead moved slightly but echocardiogram indicated no perforation. The pericardial effusion improved and the patient was discharged. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5086 implantable pacing lead 2012 (B)(6). (B)(4).